Event description:
The patient underwent surgery for unknown reason involving a previous non-(B)(6) device (coloplast titan). A new ams 700 was implanted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).